Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 2.5 device for mechanical circulatory support. It was reported while on impella 2.5 support, the patient experienced sepsis. It was reported that the patient was very critical overall situation, and was in both cardiogenic and septic shock with a bag prognosis. The medical team discussed a possible escalation of therapy; however, the patient was too unstable to transfer to another hospital for additional therapies. The cause of the sepsis is unknown, however as the sepsis was discovered after impella was implanted and therefore the impella 2.5 cannot be ruled out as a contributing factor. It was reported there were no issues with the impella 2.5. Several days later, it was reported the impella was successfully weaned and removed as the patient's left ventricle performance improved. The patient was reported to still be septic. No further information was provided.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation for the reported infection/sepsis has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.